Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The reported issue was due to scope bearing friction issue. Laser marking on the housing was damaged. The endoscope also had compromised cable integrity, and had visible damage. .

Event description:
It was reported that prior to the start a da vinci-assisted procedure, the motors were not holding causing the 30 deg endoscope to drift. The procedure was completed with no reported injury.